Event description:
Customer reported due to the poor image quality of roadmap pro, a wire perforated a vessel while attempting to guide the wire using roadmap pro. The investigation is ongoing.

Manufacturer narrative:
(B)(4). Eval method: investigation is still ongoing on this event. When investigation is completed a follow up report will be sent to the FDA. Result: investigation is still ongoing on this event. When investigation is completed a follow up report will be sent to the FDA. Conclusion: investigation is still ongoing on this event. When investigation is completed a follow up report will be sent to the FDA.